Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification with respect to the reported door not fully latched, which was reproduced. Evaluation was able to reproduce the reported symptom of "door not fully latched" by powering the pump on, loading a set, and closing the door. The messages were found to be caused by a loose upper link screw. The screws were replaced.

Event description:
It was reported a spectrum pump had a door not fully latched message. It was also reported there was no patient involvement.